Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Two weeks post-surgery, the retroauricular wound became infected and opened, with perichondritis and significant inflammation. The doctor says he wants to preserve the implant with a new flap, provided there's no infection.